Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of getting burning sensation could not be verified. The charge profile indicates that the maximum temperature during charging cycles in the patient¿s body was within the limit. The charger which had been used this incident was not returned for analysis. The ipg passed all the required functional tests. This device exhibits normal characteristics.

Event description:
A report was received that the patient was experiencing a burning sensation at the pocket site during charging. The patient underwent an ipg replacement and was doing well post-operatively.

Event description:
A report was received that the patient was experiencing a burning sensation at the pocket site during charging. The patient underwent an ipg replacement and was doing well post-operatively.